Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device and competitor lead displayed was see in the emergency room with a heart rate in the 30's. Upon device interrogation, it was noted there was non-capture and high, out of range pace impedances. A lead issue was suspected but unconfirmed. Of note, the patient had been experiencing falls. The patient was seen for a revision procedure where the lead was explanted. The device remains in service.